Event description:
It was reported that during a da vinci si prostatectomy procedure, the tip of the pk dissecting forceps instrument was observed to be bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Visual inspection did not observe a bent tip. Failure analysis investigation did, however, find the following damages: one of the instrument's clamping pulleys is cracked at the top right section, which may have caused the grip cable to lose tension at the back end. It was concluded that the damage to the clamping pulley likely occurred due to improper cleaning. Failure analysis investigation of the returned instrument found that the grip cable at the distal end was loose. A loose grip cable can result in poor motion and may be due to the clamping pulley being cracked as noted above. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. It was concluded that the damages found to the distal pulley and main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.